Event description:
Physician performed a revision surgery on patient to add an adjacent level of fusion. As physician was removing the screws, 3 screws were discovered to be broken in half. The screw heads were removed, the screw tips remained in patient.